Manufacturer narrative:
Tw # (B)(4). The lot # 3000406881 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Manufacturer narrative:
Trackwise ID #: (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was used to take vein from one leg successfully. Upon completion of the vein harvest with this item it was removed and placed on the table. They then came into harvest additional vein and they noticed that the jaws were bent slightly and the wires were exposed near the tip. Power source setting was 2.5. A new device was used to complete the procedure. No delay. No harm.